Event description:
It was reported via repair work order that the brakes were not holding to specification due to malfunction caster and rue-clips. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.